Event description:
It was reported that a cassette would not work and an unknown alarm occurred on the homechoice device while trying to use this cassette. This occurred during setup while the patient was not connected. The alarm did not reoccur when new supplies were used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.